Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the patent with this implantable right atrial (ra) lead experienced muscle stimulation in the shoulder area. There was determined to be an issue with the ra lead. The ra lead was successfully repaired with a lead repair kit. To date, there have been no adverse patient effects reported. No additional information is available at this time. If additional information becomes available, the event will be updated.